Event description:
The patient is reporting titanium screws from medtronic used during a spinal fusion surgery. The patient initially underwent a spinal fusion on (B)(6) 2022. On (B)(6) 2024, x-rays revealed two broken screws on the left side of the spine, and on (B)(6) 2024, two screws on the right side were found to be loose. All four screws were defective, failing to stabilize the spine, and the patient experienced severe left-sided back pain radiating down the sciatic nerve, along with left thigh pain, tingling, and numbness from the knee to the hip. To address this, the patient underwent a two-stage revision surgery on (B)(6) 2025, at (B)(6) hospital. The first stage involved an anterior approach, during which the large artery was moved to access the front of the spine, broken screw pieces were removed, and a longer, stronger titanium screw was placed to support the spine. The second stage, performed the following day, involved a posterior approach to remove remaining screw fragments and attach titanium screws to the pelvis at l4-s1 and l5-s1. Ref reports: mw5178407, mw5178408, mw5178409.